Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument¿s grip tips were not moving intuitively; they were not following the mtm input commands smoothly. No damage was found on the instrument hook's tip. The instrument passed the electrical continuity test. No thermal damage was observed. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. A review of the instrument log for the permanent cautery hook (420183-14/n10190812 778) was performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The instrument was not confirmed to be used on the provided event date of (B)(6) 2020. The instrument had 5 uses remaining. A review of the submitted image was performed and it was noted that the instrument had a broken cable. A system log review was not performed since it is not relevant to the complaint. There is no error related to the alleged issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the permanent cautery hook instrument could not be controlled, and the tip of the instrument was noted to be broken. A backup instrument was used. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 5 minutes. The customer is unable to release patient-related information for this event. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no damage observed on the permanent cautery hook instrument prior to use. The customer was using the instrument for approximately one hour before the event occurred. The surgeon was separating lung tissue and while turning the instrument wrist, and the surgeon noted something wrong with the front end of the instrument. The surgical staff did not see or notice any evidence of arcing of electrical energy. The customer was using the covidien force triad generator with the esu settings cut 50-60 and coag 50-60. The instrument was used four times prior to identifying the alleged issue. The cadiere forceps and bipolar fenestrated forceps were also installed for use at the time of the event. There was no report of collision with another instrument or tool during the procedure. The instrument was removed from the arm prior to the event, and reportedly there was some difficulty removing the instrument. The surgeon believed that possibly turning the wrist too much or the instrument being broken caused the event. The patient was reportedly "okay" and has not returned to the hospital due to post-operative complications. No information was available pertaining to relevant tests or laboratory data specific to the incident.